Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 3. This is a non-us event. This occurred in canada. Consumer reported using tampons from two boxes. From box 1, upon removal of one tampon from her vaginal cavity, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.